Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 12/02/2016 that on (B)(6) 2016 the patient experienced a loss of connection between the g5 mobile application and transmitter, and an adverse event. Patient's mother reported that patient was at work, and not alerted that their blood glucose (bg) was low due to the device signal loss. An ambulance was called. Patient's mother reported that patient's blood glucose (bg) measured at 25 mg/dl. Paramedics treated patient with glucose, and fed food at the hospital. It is not known who called the ambulance or how patient was transported to the hospital. At the time of contact, patient home and doing okay. No additional patient or event information was provided. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.